Event description:
It was reported that the device was explanted after an implant duration of zero days; however, the reason for explant is unknown. No further details were provided. It is unknown if the device is available for eval. Learned of event through implant pt registry.

Manufacturer narrative:
Device not returned.